Manufacturer narrative:
An onsite evaluation of the thermogard xp ivtm console (sn (B)(4) was performed by a zoll service technician. The reported complaint of the console displaying tcm ID:06 (ce post failure) error message was not confirmed during functional testing; however, was confirmed during review of the event log. No device malfunction was observed during the testing and the console performed as intended. The probable root cause for the reported error could be due to low coolant level, dirty air filter and dirty coolant screen. During visual inspection, no physical damages were observed. During functional testing, no errors were observed. The event logs were reviewed and confirmed the occurrence of the tcmid:06 error message during the customer reported event date; thus, confirming the reported complaint. Following service, the console passed all testing criteria and meets performance specifications.

Event description:
The thermogard console (sn (B)(4) displayed tcm ID:06 (ce post failure) error message. Patient use information was requested but no additional information was provided, therefore patient use is unknown.